Event description:
Following surgery, the doctor discovered the ratchet on the maxillary distractor was not working properly. The distractor was removed and replaced with a new one during a second surgery. There was no injury to the patient.

Manufacturer narrative:
User facility still has product in their possession. Upon release, manufacturer will evaluate product.